Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the failure of the charge coupled device (ccd) is likely due to unexpected stress on the camera head due to the user's handling, resulting in no image. This issue is addressed in the device's instructions for use (IFU): "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device the user report was confirmed as a faulty charged coupled device was discovered. Additionally, there were kinks noted in the cable. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the hd autoclavable camera head did not display an image while in preparation for use. There was no patient harm or consequence reported as a result of this event.